Event description:
There were bad electrograms and we could not get signal to clear up. This was an intra-procedure failure. We replaced the catheter with a new one and the problem was resolved. No harm came to this patient.